Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported patient outcome could not be conclusively determined through this evaluation. (B)(4) was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas, including death. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to natural causes. An autopsy was not performed and the device was not explanted.